Event description:
A customer contacted global technical service (gts) regarding a check supply line alarm that appeared on the home choice (hc) during priming. The technical service representative (tsr) had the home patient (hp) pull up and down on the lines near the door, flip the supply bag over, slide the supply line clamp down line, and apply pressure to supply bag. The frangible was broken and separated. The alarm repeated. The tsr had the hp check the lumen and per the hp was blocked. The tsr advised the hp would need to start over with all new supplies since the hp did not have an extra supply line. The hp started they would change out the bag. The tsr explained that the hp needed to change out all of the supplies. The hp stated she knew but was tired and that was how she does it. The hp stated that the nurse had advised to change everything out when starting over but the hp stated she caps the line and does it quickly. The tsr advised the hp would need to start over with new supplies or risk infection. The tsr advised to start over with new supplies. There was no serious injury or medical intervention reported. Baxter was contacted by the patient on (B)(6) 2012. The patient stated the following: therapy had been going fine since the event. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The label review found the labeling adequate for the use error in this complaint. The problem was confirmed and the cause was undetermined.